Manufacturer narrative:
It was reported to philips that the device will not turn on. The field service engineer (fse) evaluated the device and found it needed an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement.